Event description:
A patient underwent bilateral implant reconstruction of the posterior mandible tooth sites 19,20,30 and 31 involving bio-oss, proosteon, allograft, prp, and steri-oss replacement select using bilateral steri-oss replace tapered groovy implants, cancellous allograft, infuse bone graft and expanded titanium mesh ridge maintenance implants secondary to bilateral posterior mandibular edentulous atrophy. Approximately 1.5 weeks post op, irrigatin and debriment was performed. The implant at position broke through the superior aspect of the canal. Patient experienced bilateral numbness post-op, and the 13mm implant at position 31 was replaced with a 10mm implant via second procedure on post-op day 1. Approximately 1 week post-op patient was found to have dense burinig bilateral swelling and/or surgical injury to the neurovascular bundle in the left inferior aleveolar canal. Approximately 2.5 weeks post-op the patient developed recurrent swelling of the soft tissues with exudates of the lower jaw which required a total of 5 I&d procedures. During the third I&d, the right side mandibular implants were removed, and during the fifth I&d, the left side implants were removed. Approximately 5 weeks post-op the patient presented with a possible pathologic mandibular fracture. Treatment is unknown. A prior surgery involved the use of heliostat, a bovine collagen type-I product. Patient had a similar experience post-op.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.